Manufacturer narrative:
(B)(4). Anvil. The analysis results found that one sc60a device was returned with the anvil bent upwards and with no cartridge reload present. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. No further functional testing could be performed due to the condition of the anvil. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a thoracotomy procedure, the device was clamped down on the tissue. The firing trigger was squeezed once and then stopped. The user was unable to complete the firing sequence and the device would not release from the tissue. The device was excised from the tissue. The procedure was completed with a competitor device. There was no patient consequence.